Manufacturer narrative:
The affected device was checked by dräger service together with the biomed on site and the logbooks were sent to the manufacturer for analysis. A device check passed without any deviation. The logbook entries show that ventilation started on (B)(6) 2019 at 3:12 pm (device time) in bipap asb mode. Until 4:03 pm, ventilation was performed without problems. The alarms mv low, tidal volume high, leakage and apnea were issued several times between 4:03 pm and 4:15 pm. An o2 enrichment was carried out at 4:15 pm. Until the device was switched off at 4:26 pm, it repeatedly alarmed tidal volume high, leakage, airway pressure low, apnea and etco2 low. No malfunction of the device has been recorded during this period. Based on the investigation results, there is no indication of a device malfunction. The log entries indicate a leak in the patient system that has been alarmed by the device according to the specification.

Event description:
The evita xl stopped working without generating an alarm. The oxygen saturation of the patient dropped down and the patient became blue.

Manufacturer narrative:
The investigation was just started. The results will be provided within a follow-up report.

Event description:
The evita xl stopped working without generating an alarm. The oxygen saturation of the patient dropped down and the patient became blue.